Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the display unit cables were loose. The cables were tightened. The customer contact reported there is no patient information available. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit indicated a system malfunction. There was no reported patient injury.